Manufacturer narrative:
The insulin pump was received with intermittent down button response due to corroded keypad trace. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads, and peeled address serial number label.

Event description:
It was reported by the customer's father, that the customer received a button error alarm. Customer's blood glucose level at the time 186mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.